Event description:
It was reported that the patient felt pain and weakness. The patient presented to the emergency room after experiencing possibly in appropriate shock from the implantable cardioverter defibrillator (ICD) device due to atrial fibrillation (af) with rapid ventricular response (rvr). The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Performance data collected from analysis of the device memory showed the battery indicator signifying that it is time for device replacement. The device reached elective replacement indicator (eri) on (B)(6) 2016. Analysis of the device memory indicates atrial tachycardia/atrial fibrillation (at/af) with rapid ventricular response (rvr). Episode showed evidence of at/af with rvr.

Event description:
It was further reported that the device reached normal elective replacement indicator (eri) and was removed and replaced.